Event description:
While performing a left total knee replacement, plastic-like part of the femoral impactor broke while surgeon implanting hardware. All pieces were retrieved from pt's left knee. Rep j & j look to investigate why this occurred. No pt injury.